Event description:
No osseointegration, local infection / subacute chronic osteitis at time of surgery, primary stability was achieved, implant was completely covered by bone, pain, swelling, abscess.